Manufacturer narrative:
Corrected information d1, d3, d4 unique identifier (UDI) #, g4 combination product. H11: the device was received for evaluation. During functional testing, the reported problem of "volumetric test fail" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume accuracy testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.